Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself during an event. There was patient use associated with the reported event, however, no further details were provided. Physio-control contacted the customer in order to obtain additional information about both the patient and the event. The customer advised that they are unable to provide any information.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device powered off by itself during an event. There was patient use associated with the reported event, however, no further details were provided. Physio-control contacted the customer in order to obtain additional information about both the patient and the event. The customer advised that they are unable to provide any information.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's power pcb assembly and battery power cable assembly to resolve the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio downloaded the device's electronic records from the event for review and was able to verify the device powered off three timesduring the event. Physio-control further examined the removed power pcb assembly and observed there was contact corrosion on the surfaces of the connector pins of pcb-mounted jack connector, designator j11, due to wear. The corrosion caused high resistance to measure across the j11 connector contacts. Physio also examined the removed battery power cable assembly and observed contact corrosion on cable-mounted plug connector, designator p11, which plugs directly into pcb-mounted jack connector designator j11. The excessive wear can cause increased resistance of the connector contacts which can result in an excessive voltage drop at the contacts when certain functions are activated. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shutdown or power cycle.

Event description:
The customer contacted physio-control to report that their device powered off by itself during an event. There was patient use associated with the reported event, however, no further details were provided. Physio-control contacted the customer in order to obtain additional information about both the patient and the event. The customer advised that they are unable to provide any information.

Manufacturer narrative:
Patient information was found within the downloaded electronic event records. The patient was a (B)(6) female. Patient information fields have been updated.

Event description:
The customer contacted physio-control to report that their device powered off by itself during an event. There was patient use associated with the reported event, however, no further details were provided. Physio-control contacted the customer in order to obtain additional information about both the patient and the event. The customer advised that they are unable to provide any information.